Event description:
The patch was implanted in 2005. The pt had a gigantic hernia which was treated with a patch. During a post operation check up it was noticed that the patch was very floppy and could be pulled up at the lower edge. A relapse occurred at the lower edge. Due to the floppiness and the movability of the patch, the user assumes that the ring is broken. The pt has not yet been x-rayed or examined with ultrasound to support the suspicion. Due to the recall the doctor called marketing to inform bard of the incident.